Event description:
It was reported that when pulling out the lasso catheter the dr discovered a piece of material with dimensions of 2mm x 1.5mm in the left ventricle of the heart. It was initially though that a piece of the lasso catheter had come loose, but upon further investigation the material was determined to come from the guidewire from the sl diag sheath (not a biosense webster product). No problem was found with any biosense webster products.